Event description:
The patient presented at the hospital after receiving a therapy. Upon initial interrogation, a failure to update template notice appeared. The template was then successfully updated, and an error message appeared that the device had a shorted output stage detected (sosd). The egms reported subsequent aborted charges. Technical services discussed the sosd algorithm. The ICD and lead were explanted. It was noted that there were no obvious markings or visual anomalies with either devices at explant. It was also reported that the lead was discarded at the hospital.